Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient and no medical intervention was required. A repeat procedure was performed. A second capsule was attempted to be placed and once it was deployed the customer could not remove the delivery device. When the delivery device was being removed, the handle broke and the device released and was removed from the esophagus with the capsule attached. There was nothing unusual about the patient or procedure that could have led to this event. The vacuum pump and the vacuum pressure when testing pre-procedure and during placement was 610 mmhg. Small amount of lubricant was used to facilitate capsule replacement. The delivery system and the capsule will be returned to given. The capsule fell off when placing the device into the bio-bag.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. One delivery device and capsule was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The customer reported that the capsule failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.